Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a subdural hematoma (sdh) and subarachnoid hemorrhage (sah) that required craniectomy. The device operated as intended. The death was not device related. The pump would not be returned. The implanting center did not have any further information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration could not be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2014 due to unknown reasons. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Multiple attempts for additional information, including product return requests, were sent to the customer; however, none was provided. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired. The cause of death is unknown. Additional information was requested but not provided. No further or additional information was provided.